Event description:
Reference number (B)(4). Event occurred in greece. It was reported that patient faced infusion set tubing detachment from connector event on (B)(6) 2026. The insertion site was right abdomen. The infusion set was in use for one day. The location of the detachment is at the tubing connector while patient was sleeping. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.